Event description:
Information was received indicating that a during use of a smiths medical cadd medication cassette with flow stop, the pump exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 24.5 ml, rate 2 ml and given 70.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
(B)(6).